Manufacturer narrative:
Returned device was received in worn physical condition. The top case was cracked down from the tubing guides and the bottom case was cracked by the l-bracket and right plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, the failure was replicated and the fault was found to be the main board. The main board was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with supercap failure. There were no reported adverse events.